Manufacturer narrative:
(B)(4). Date sent: 10/2/2023. D4 batch #: u9309g. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the 4-40 stud broken. In addition, it was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. No functional testing could be performed due to the device returned condition. It is possible that the broken stud contributed to the assembly issue when trying to attach the instrument to the handpiece. The handpiece was disassembled to verify the condition of the internal components, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Possible causes that may have contributed to the stud being broken are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. Although no conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number u9309g, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the thread of the handpiece broke in the harmonic device during the screwing. Use of another device. No patient consequences